Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("shoulder still hurt") and pain ("whole body hurts"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal, musculoskeletal pain and pain outcome was unknown. The reporter considered medical device removal, musculoskeletal pain and pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, musculoskeletal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New event added: "whole body hurts". Non-drug treatment notes changed to hysterectomy. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced musculoskeletal pain ("shoulder still hurt"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal and musculoskeletal pain outcome was unknown. The reporter considered medical device removal and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal, musculoskeletal pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.